Event description:
Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the entire cervical system was explanted and replaced with a new system which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedance measurements. Reprogramming was attempted to no avail. As a result, surgical intervention may be undertaken as the next course of action.